Manufacturer narrative:
E1: patient city: (B)(6) patient country: norway establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california post office or zip code: 91325¿1219 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced high blood glucose levels 19mmol and ketones value eight and was treated by correction with pen on (B)(6) 2026.